Event description:
It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to an aortic valvuloplasty procedure. The arteriotomy was 6f and while upsizing to an 11f sheath the patient developed a fairly major bleed from the arteriotomy site. The physician stated that the major bleed was possibly due to difficulty experienced while advancing the 11f procedural sheath. Hemostasis was achieved by applying manual arterial compression. The aortic valvuloplasty procedure was postponed. There was no reported adverse sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed as analysis of the device revealed an incomplete blow-through as the posterior cuff successfully captured the posterior needle, but failed to be ejected from the posterior foot pocket. Subsequently, when the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by damaged anterior cuff tabs. A failure to eject the posterior cuff out of the posterior foot pocket and subsequent anterior cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the user as the reported cuff miss. One of the anterior cuff tabs, measuring one one-hundredth (0.01) of an inch square, was broken off and was not returned with the device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch, returned device analysis revealed one cuff tab was broken off and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The location of the cuff tab is not known. The reporter was contacted and indicated there were no adverse patient effects from the detached anterior cuff tab. No additional information was provided.